Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 1 device was received. 1 device was not available for evaluation. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / gasket. 2 devices: results pending completion of investigation / bearings. Product disposition: 1 device: scrapped by stryker. 1 device: product not received. 3 devices: product disposition is not yet determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 5 events for the failure: detachment of device or device component. 2 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 2 events had no health consequences or impact.